Event description:
Information was received, from a patient (pt). Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient stated, that they need to see someone about the controller. Patient stated, that the controller will say that it is fully charged at 100%, but when they try to recharge the implant, the implant is only at 30%. And the controller battery has gone completely out of charge. Patient mentioned, that they have no feeling in their legs from their knees down. And their hands have gone numb too. So they are having difficulty. Patient also mentioned, that other people have tried to get the recharger over the implant to start a charge session, but the recharge quality will jump from good to excellent. Patient mentioned, that they need an MRI and that the facility is telling the patient, that their implant has to be fully charged in order to go through with the MRI. Patient noted, that charging is not working. And that makes getting the MRI difficult. Pt called back in and repeated that she is not able to charge the ins. Pt tried to connect to charge the ins on the call and reported seeing "poor recharge quality". Pt stated, that she is not able to get past that message no matter where she places the ins. Pt mentioned, weight loss of 50 lbs recently. Pt stated, she had her ins revised last year, because of weight loss. And she has lost more now. Patient services (pss) suggested, that pt have her ins position checked regarding the weight loss. Pt stated, her hcp is trying to get an MRI, but she cannot charge her ins to put it into MRI mode.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 97745 (serial#: unknown), product type: 0201-programmer patient, implant date: n/a, explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755; serial#: (B)(6); product type: recharger. Product ID: 97745; serial#: unknown; product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Caller stated when they met with the rep they tested the paddle and said it was not working and to call for a new cord. Caller said that it was not recharging the ins or the controller battery. The controller use to tell them the percentage and it did not show that to anymore, it only showed the percentages when the rtm was plugged into the controller (agent understood the ins might not have been charged). Caller said a couple times when the pt was in and out of the hospital they were able to see the percentage of the controller when the controller was connected to the rtm. The caller could not get the controller or rtm battery past 20% then said the controller would only charge to 30%. Caller needed to have an MRI on monday and needs to go into MRI mode even though the ins battery charge was dead. Pt had lost use of legs and hands and did not know why so they were now in a wheel chair since they had problems with their back. Caller did not have equipment or pt present and was told to call back for further assistance on troubleshooting. Agent understood the issue was the controller was recharging fine but the ins was not recharging, also the ins battery had no charge. Pt rep called with pt and equipment for troubleshooting. Caller and pt repeated issues charging where they would be charging and then charging would just stop and would keep starting and stopping. During the call, pt was able to start charging on excellent (ins battery low), but after a minute, charging just stopped. Caller examined controller and recharger but did not see any visible damage. Agent sent replacement recharger request to repair.